Manufacturer narrative:
Product ID: 7428, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient passed away 8 days after the replacement surgery. The reason for the death was cardiac arrest and it was noted that the patient already suffered from cardiac disease. No autopsy was performed and it was indicated that the patient's passing was not alleged to be device related. If additional information is received, a supplemental report will be submitted. Please refer to manufacturer report # 9614453-2013-00008 with respect to the patient's previous device.